Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown . E.4. Initial reporter addr 1:(B)(6). H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the unspecified abg syringe leaked from the stopper. There was no report of patient impact.

Manufacturer narrative:
H.6 investigation summary: material #: 364314. Lot/batch #: 2350187. Bd had not received samples, but one (1) photo was provided for investigation. The photo was reviewed and the indicated failure mode for leakage was observed. Additionally, ten (10) retention samples from bd inventory were evaluated by functional testing, each drawn with water, and the issue of leakage was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode leakage. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. H3 other text : see h10.

Event description:
It was reported that the unspecified abg syringe leaked from the stopper. There was no report of patient impact.